Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime insulin pump during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. We were unable to perform excessive no delivery test alarms due to prime anomaly. The insulin pump was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery during prime. The customer's blood glucose was 131mg/dl. Customer has troubleshot for no delivery and believes it is a problem with the insulin pump and wants a replacement.